Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg)'s display bleed on top right corner of screen. It was also noted that the atrial output connector was broken and hanger was broken. It was further reported that keypad surface was compromised and lower case was broken and contaminated. Additionally, it was noted that the main seal was broken and both output connector nuts are discolored. The instrument was returned unrepaired due to the expiration of service life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg)'s display bleed on top right corner of screen. There was no patient involvement.